Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented in clinic for a scheduled pacemaker and right ventricular (rv) lead extraction. It was noted that the patient had developed an infection of methicillin-resistant staphylococcus aureus, which was confirmed with blood testing. The whole system, including the pacemaker and the rv lead, was explanted. Patient condition was stable.